Manufacturer narrative:
(B)(4). Patient's date of birth (B)(6) 1949.

Event description:
Patient's diabetes educator contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the diabetes educator to reset the device on (B)(6) 2014. Patient's diabetes educator did not report any injury or medical intervention at the time of contact with dexcom technical support.